Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and uploaded the software current revision to resolve the issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that the ventilator failed to communicate with the external monitoring system. There was no patient involvement. There is no report of serious injury or death associated with this event.